Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: product was not returned and no article- and lot number was provided. Follow ups were performed to obtain additional information regarding the event, no additional information has been received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune cemented femoral component was implanted in error. A sz 8 right cemented femoral was pulled from cart given to nurse who put into sterile field. No one noticed that the component was supposed to be a cementless femoral component. Hours later, noticed the error while doing paperwork. Immediately told the surgeon later in the day, the patient was brought back to operation room for revision of femoral component. Doi: (B)(6) 2020; dor: (B)(6) 2020; right knee.